Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection at 10x magnification was performed. Residue of viscoelastic (ovd) were observed in the optic body near the lens edge. A few loose particles were observed in the lens sample compatible with handling the lens. No cosmetic defects related to the manufacturing process were observed. The investigation results did not suggest that the lens reported was affected by the manufacturing process. The unit was handled for surgical use. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced from the patient's eye as the lens did not quite fit and the doctor decided to change it during the same procedure. A vitrectomy was performed. There was no incision enlargement reported. It was further stated that there was nothing wrong with the amo lens. There were no patient complications reported and the patient was reported to be doing fine. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.